Event description:
Insulin not coming through needle when injecting [device failure] ([blood glucose increased]). Needles were blunt; was uncomfortable to use [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from (B)(6) was reported by consumer as "pt hospitalized into intensive care as blood glucose went up to 35", "insulin not coming through needle when injecting" and "needles were blunt; was uncomfortable to use" and concerns a female pt of unk age using novofine 30g 8mm (needle) due to type 1 diabetes. Pt's height and medical history was not reported. On an unk date, the pt felt that the needles she was using were blunt and they were causing her problems when injecting, either the insulin was not fully coming through the needle or it was uncomfortable to use. She does use new needles every time and has never experienced this before but always felt the needles were different. The pt has checked that the batch numbers of the suspected novofine needles are not the same as the fake alert batch numbers, but she is wondering if this could be a new alert. On (B)(6)-2010, the pt felt unwell and was then hospitalized into intensive care as her blood sugar went up to 35 mmol/l. The pt was treated with unspecified treatment. The pt was discharged from hospital on (B)(6)-2010. The outcome of the event" insulin not coming through needle when injecting" was reported as "unk". The outcome of the events "pt hospitalized into intensive care as bs went up to 35" and "needles were blunt; was uncomfortable to use" were not reported.